Event description:
It was reported that during a generator change-out due to eri, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. The patient was stable.